Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving one patient. This is the sixth of seven reports. Refer to 8030647-2015-00112 for the first report. Refer to 8030647-2015-00113 for the second report. Refer to 8030647-2015-00114 for the third report. Refer to 8030647-2015-00115 for the fourth report. Refer to 8030647-2015-00116 for the fifth report. Refer to 8030647-2015-00118 for the seventh report. It was reported by the caregiver, "that there has been 7 balloon burst failures with this year." The latest one happened (B)(6) 2015 and the tube only lasted one week from the date of placement. The caregiver stated, "the patient does received zantac twice daily. The patient has issues with gastric distention often even though they do vent her. On (B)(6) 2015 the patient was scheduled to have the tube replaced in radiology and the caregiver was going to ask if the patient can be re-sized to make sure the stoma length is still appropriate."